Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the plastic packaging (blisters) of the staplers were damaged and opened. The paper packaging is not damaged.". No patient involvement reported.

Event description:
It was reported that "the plastic packaging (blisters) of the staplers were damaged and opened. The paper packaging is not damaged.". No patient involvement reported.

Manufacturer narrative:
(B)(4). UDI#: (B)(4). The device was returned for evaluation. The complaint of broken package - sterility compromised was confirmed based on the sample and two photos received. The customer returned one unit of 528235 visistat 35w 6/box for investigation. The individual returned unit was an unopened sample in its original packaging. The packaging of the returned unit was observed to be damaged, with cracking near the tip of the device where the staples are ejected and open edges at the right side of the packaging. The sterile barrier of the returned sample is compromised due to the packaging damage. A DHR review was performed with no evidence to suggest a manufacturing related cause. Teleflex will continue to monitor and trend on complaints of this nature.